Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic dissection aneurysm approx 19 months ago. The aorta was described as being fragile. Initially, on an unk date, a homemade stent graft had been implanted in zone 3 via an open surgical repair, and a stent graft from another MFR was then implanted in zone 4 for a chronic type b aortic dissection. Approx 5 months ago, a thoracic aneurysm was confirmed distal to the other MFR's stent graft. Approx 1 month ago, the physician elected to intervene by placing a second stent graft from the other MFR from the middle of the talent thoracic stent graft through the existing distal-most stent graft to exclude the new aneurysm successfully. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results, conclusion: (implantation of the device to treat a pre-operative dissection).